Event description:
Bioactive mineral collagen composite was used on patient for lumbar stenosis/laminectomy procedure on (B)(6) 2022. On (B)(6) 2022, patient returned to the ER and reported that he had worsening back pain, leg pain, associated weakness, and was unable to urinate. Patient also reported having trouble standing, walking, and getting dressed the night prior to returning to the ER. Intervention surgery was required to treat large hematoma at site of lumbar procedure. There was no additional information provided on patient status or patient outcome.

Manufacturer narrative:
Qc testing was performed at the time of product release and produced results that met all acceptance criteria.